Event description:
This device was replaced due to normal eri on (B)(6) 2025 but was left implanted due to physician could not locate. Device was explanted (B)(6) 2026. Per op notes, this device was hard and arduous to find. Fluoroscopy located loop about 2 to 3 inches lateral of the left parasternal line. The pocket was in the anterior axillary line in the third intercostal space on the left chest area. Should additional information become available, this file will be updated.

Manufacturer narrative:
Biotronik submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Biotronik has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by biotronik, or its employees that the device, biotronik, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Biotronik will submit a supplemental report if additional relevant information becomes known.